Event description:
On (B)(6) 2024 - had 6 injection (iovera) cryoneurolysis at (B)(6). This was performed by an anesthesiologist 2 weeks before my knee replacement surgery on (B)(6) 2024. It has been a year and a half since my right knee replacement, and I am still very numb surrounding my knee and a 2nd opinion doctor's clinical opinion is that I have an unstable mcl. I am not able to walk easily or go up and downstairs. The doctor who did the surgery stated that his orthopedic group has discontinued using iovera and offers no solution for treatment of numbness or any other surgery to "elongate" the mcl. I have seen another doctor at (B)(6). He ordered an MRI, and knee replacement showed intact. He has suggested to see a vascular surgeon who will do an ultrasound of my leg next month. Knee replacement intact. My numb nerve(s) not addressed as to cause, and vascular surgeon suggested for consideration by me.